Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed through a sample evaluation. Visual inspection of the used sample revealed that the minicap was cracked at the knit line, on the surface of the cap. The surface crack appeared when the minicap was squeezed from both sides. Pressure testing was performed with no leaks detected. It was possible that the crack occurred due to over-tightening of the minicap on the transfer set, however a definitive cause could not be determined. Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. (B)(4).

Event description:
It was reported that the minicap had cracked. A customer returned 6 used minicaps for further evaluation. There was no patient injury or medical intervention reported. This is report 5 of 6 for this event.